Event description:
A 5mm diameter x 17 mm length bridge x3 biliary stent was inserted for use in a pt for treatment of an unknown lesion in 2003. Vessel and lesion morphology are unknown. It was reported that the stent came off of the balloon prior to deployment. An angioplasty balloon was used to remove the stent from the pt. It is unknown how the procedure was completed. The pt's post-procedure status is unknown.